Event description:
It was reported that the pressure transducer test and safety valve test failed during system checkout. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by replacing safety valve solenoid. No parts have been returned for the further analysis of the issue. Evaluation of the received device logs confirm the reported failure. The tests failed due to that required test pressure was not reached during the test. The safety valve solenoid controls the opening and closing of the safety valve. The safety valve protects the patient from high pressures. If the pressure is too high the safety valve opens and fresh gas is let out to decrease the inspiratory pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer ref. #: (B)(4).